Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported user advisory (ua) 41 error message. The autopulse platform worked as intended. Per customer, the autopulse platform was usually stored on a shelf inside of an aluminum compartment of the fire unit. A fire truck or ambulance sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours will increase the internal temperature of the autopulse platform and cause the occurrence of user advisory (ua) 41 error message. Per archive, the daily check was routinely performed by the customer. Therefore, the probable root cause for the reported complaint was due to the storage condition. The autopulse platform passed the initial functional test without any fault or error. A review of the archive data showed multiple user advisory (ua) 41 error messages occurred around the reported event date, after the user cleared the user advisory (ua) 45 (not at "home" position after power-on/restart) error message, thus confirming the reported complaint. The patient contact surface temperature sensor was outside of the normal range of 45°c during power-on-self-test or take-up. Also, the archive showed the presence of the user advisory (ua) 12 (lifeband not detected) error messages, unrelated to the reported complaint. The user advisory (ua) 12 error was also cleared by the user. User advisory (ua) 12 is the clearable error message. The user advisory (ua) 12 error message alerts when the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. As a precautionary measure, the temperature sensor was replaced. The temperature sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Upon visual inspection, observed cracked front enclosure, which is unrelated to the reported complaint. The probable root cause for the front enclosure damage could be due to normal wear and tear or could be due to user mishandling. The front enclosure needs to be replaced to address the physical damage. Also, observed the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 20 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During the shift check, after the user cleared the user advisory (ua) 45 (not at "home" position after power-on/restart) error, the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message. Per a reporter, the platform usually stored on a shelf inside of an aluminum compartment of the fire unit and the error displayed when the platform was on the hard surface. No patient involvement.